Event description:
Contacted regarding a system error 2240 message that appeared on the display of the ome pt's homechoice machine during automated peritoneal dialysis therapy. Per initial report, the home pt disconnected transfer set from the pt line of the homechoice as without pausing therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.